Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, the device was found to be in backup vvi mode. It was also noted that the previous session record was damaged and could not be analyzed. The device was restored successfully and the patient did not have any symptoms due to this issue.

Manufacturer narrative:
The device was returned in backup mode with the device image severely damaged. The reported field event of backup vvi (bvvi) was confirmed in the laboratory and the cause is unknown. The device was tested on the bench and no anomalies were found. The cause of the bvvi is unknown.

Event description:
New information received notes that the reason of the backup vvi was due to a power on reset. The cause of the power on reset was unknown and the patient will be closely monitored.

Manufacturer narrative:
Additional information: the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes the patient presented at the emergency room with subjective symptoms of loss of consciousness and the "feeling of floating." It was found that the device went into backup vvi for the fourth time. Although the device was restored to the original settings previously, the device was explanted and replaced. Furthermore, it was noted that the session records still could not be obtained and that during the procedure the device went into backup vvi mode due to the use of electrocautery. The procedure was completed uneventfully.